Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. Tissue and char buildup was observed on the jaws. Based on the returned condition of the device the reported complaint was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 silicone peeled off of the jaw. A second hemopro 2 was opened and a piece of the wire came off between the jaws. A third replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).